Event description:
A customer contacted beckman coulter inc. (Bci) in regards broken drain line on unicel dxc 600 pro synchron chemistry analyzer which caused waste fluid to leak into the room below. Two individuals were exposed to the fluid; however, they did not experience any reaction and declined medical assessment.

Manufacturer narrative:
Root cause of the broken line is a truck which ran into the building causing the floor drain line plumbing carrying the waste to break. The broken pipe is not part of bci's equipment.